Manufacturer narrative:
Sorin group (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(4). This medwatch report is filed on behalf of sorin group (B)(4). After the patient was disconnected from the heart lung machine, the heater-cooler patient bridge malfunctioned while setting up for the next procedure. As this occurred after the procedure, there was no patient involvement. A sorin group field service representative was dispatched to the facility and replaced the patient bridge. The replaced part was returned to (B)(4) for further investigation. The investigation found that the returned bridge was very dirty and both pump motors and the stirrer showed bearing damage likely caused by the foreign material present in the device. No further issues have been reported by the facility for this unit. A review of the DHR was unable to identify any concessions, deviations or non-conformities relevant to the reported failure. This issue will be monitored for trends and if a trend is identified, corrective action will be recommended. (B)(4).

Event description:
After the patient was disconnected from the heart lung machine, the heater-cooler patient bridge malfunctioned while setting up for the next procedure. As this occured after the procedure, there was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the heater-coller system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). After the patient was disconnected from the heart lung machine, the heater-cooler patient bridge malfunctioned while setting up for the next procedure. As this occurred after the procedure, there was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.